Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a digestive surgery, after stapling the bowel, it was impossible to remove the stapler from the trocar. The reload was mismatched from the handle before being removed from the patient under visual control and using retractors. After checking the reload, we can see a piece of metal totally returned. No clinical consequence. They used another device to resolve the issue. There was no patient injury.